Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated for peritonitis with an unknown drug (dose, frequency, and route not reported) beginning on an unknown date during hospitalization. The treatment was reported to be ongoing. The cause of the peritonitis was unknown. The patient was discharged 7 days later and was recovering from peritonitis. Retraining on aseptic technique was performed after discharge from the hospital. No additional information is available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned. A batch review will be performed. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4) additional information: a review of all batch record documents was performed for potentially associated lot numbers gd895433 and gd895755 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.